Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer had received a low reservoir message, jumped in the shower and heard a beeping noise during the shower. When she got out of the shower, the insulin pump was flashing and then she received the button error her blood glucose level was 133 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.